Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubie drawer 6 was sticking the customer reported that the user was able to remove the medication from pharmacy resulting in a 10 minutes delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon the investigation of the actual device used in this incident full height cubie drawer 6 was sticking. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubie drawer 6 was sticking the customer reported that the user was able to remove the medication from pharmacy resulting in a 10 minutes delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.